Event description:
It was reported the patient is very thin and catches the ipg site on clothing and furniture. As a result, the patient experienced pain and a one-time shocking sensation at the ipg site. Surgical intervention was undertaken on (B)(6) 2015 explanting and replacing the scs system with a new competitors¿ system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.